Manufacturer narrative:
The customer reported that "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering on " was confirmed during the functional testing and based on the review of the archive data. The root cause for the customer's reported ua07 error message was a defective load cell. The cracked covers and defective load cell were likely attributed to mishandling, such as a drop. Upon visual inspection, unrelated to the reported complaint, zoll service personnel noticed a large crack on the top cover and a small crack on the front enclosure, likely attributed to user mishandling, such as a drop. The damaged covers need to be replaced to address the observed physical damages. The archive data review showed several ua07 error messages on the customer reported event date, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the ua07 error message displayed upon powering on, thus confirming the reported complaint. The load sensing system has detected a weight/load imbalance between the two load cells (checked during power-on-self-test). The load cell characterization test revealed that load cell #2 was defective (exceeded the parameters) and needed to be replaced to address the ua07 error. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
After cleaning the autopulse platform (sn (B)(4)) and replacing the lifeband, the platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message upon powering on. No patient involvement.